Event description:
On the 9/7/1999 a nellcor puritan bennett employee received info reporting an issue with a 740 ventilator. Customer alleged that the ventilator went safety valve open while on a pt. The diagnostic error code (piston failed to move for 3 consecutive breaths) was found in memory. Customer states no pt harm or change in therapy. This report is not an admission by mallinckrodt nellcor puritan bennett that the device caused or contributed to the event alleged in this report.